Manufacturer narrative:
Corrected data: b5. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the implant of a evfxplus-29, a pre-implant balloon val vuloplasty was performed to address calcification and the bicuspid aortic valve. During the attempted implant of the evfxplus-29 valve, severe paravalvular leak was noted. The device was changed out prior to implant due to these complications. Per the physician, the contributing factors to the event included patient anatomy and the presence of a bicuspid native valve. The severity of the paravalvular leak was initially severe, but was reduced to trace after a new evfxplus-34 valve was placed.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29, (serial: (B)(6)); product type: 0195-heart valves; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the implant of a evfxplus-29, a pre-implant balloon val vuloplasty was performed to address calcification and the bicuspid aortic valve. During the attempted implant of the evfxplus-29 valve, severe paravalvular leak was noted. The device was changed out prior to implant due to these complications. Per the physician, the contributing factors to the event included patient anatomy and the presence of a bicuspid native valve. The severity of the paravalvular leak was initially severe, but was reduced to trace after a new evfxplus-29 valve was placed.